Event description:
On (B)(6) 2010, the pt reported he received an e6 (mechanical error) on his insulin infusion device. The pt was instructed to change his battery. He did not have a new battery but inserted one he had and his device piston rod would not retract and his device displayed an e2 (battery depleted). He said he will buy a new battery and call back. The pt called back and stated he bought and installed a new battery. During the piston rod retraction, he said he heard an abnormal grinding noise. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.